Event description:
It was reported that the device posted an alarm during use, the screen turned black and the users could not restore function. The device was replaced immediately, no patient consequences have reportedly occurred.

Manufacturer narrative:
An engineer of the local dräger s&s organization has performed an on-site evaluation of the device. The reported issue could be confirmed and traced back to a defective hard disk drive. The part was replaced, the workstation passed all consecutive tests and could be returned to use w/o further issues reported to date. The event can be reconstructed as follows: when a read/write access to the hdd fails, running sw routines may become interrupted. The device is designed to perform a cockpit reboot to restore function, ventilation will not be interrupted. The display will blank out and, the user is alerted to the cockpit reboot once it has been successfully completed. In the particular case the reboot could not remedy the error condition; the read/write error has obviously occurred due to a hardware error with the hdd. This explains why a user-initiated restart of the entire device could also not restore function. Dräger finally concludes that the device responded as designed upon the malfunction of a single component, countermeasures were initiated by the supervisor fucntion of the software to overcome the error condition, a corresponding alarm was posted. Repair exchange of the hdd has put back the device into fully operable condition. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.